Event description:
The customer reported, the left monitor on the 9600 emi doesn't work. Right monitor flashes on and off, and l-r (swap) button doesn't work. No patient injury.

Manufacturer narrative:
The service rep reseated scan convertor and image processor pcbs. Tested monitor and image swap functions. Could not reproduce symptoms under test. Instructed customer to inform if problem reoccurs.